Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. E1: (B)(6). H3: device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter separated at the hub. The device was required for use as a chest tube for percutaneous drainage and was placed on (B)(6) 2026. On (B)(6) 2026, the attending nurse observed that the catheter had dislodged. A black string-like material was noted inside the catheter tube, while the suture at the insertion site remained intact. A chest x-ray was performed, and the resident doctor reviewed the patient to assess the drain site. The catheter was discarded. A photo provided by the customer shows the catheter separated at the mac-loc hub revealing the locking loop drawstring. It was reported that the patient has limited mobility and remains in bed most of the time, requiring nursing reminders to sit out of bed. The nurses assist the patient to transfer to a chair where he is able to sit for a longer period to do his computer work. After the chest drain slipped out, a portable chest x-ray was performed, and the resident doctor reviewed the patient to assess the drain site. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.